Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer stated insulin pump won't rewind. Customer stated that insulin pump had audio anomaly as they replaced battery and insulin pump turned on they heard loud alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged pump error 130 alarm, audio alarm, and the insulin pump wont rewind found on (B)(6) 2021. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Rewind functioned properly during testing. Successfully downloaded the trace and history files using thus. Monitored the pump overnight. The insulin pump alarmed pump error 130 during the monitoring time and multiple pump error 130 alarms are found in the history files on (B)(6)2021 between 16:19 and 21:57. The insulin pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly electrical board 1 and electrical board 2 or the force sensor noted however, found the motor flex cable crimped causing a break in two of the traces. Pump error 130 alarm, audio alarm, and rewind anomaly are due to broken traces on the motor flex cable. A test p-cap does lock into place inside the reservoir compartment properly. Pump error 130 alarms, audio alarm, and rewind anomaly are confirmed due to broken motor flex cable traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.